Event description:
According to a copy of medical records received from the initial reporter, the patient was admitted to the hospital for replacement of his bjork-shiley convexo-concave aortic heart valve due to a perivalvular leak. The patient also had developed a ventricular septal defect. The valve was replaced, the ventricular septal defect repaired, and a single bypass graft replacement was done. Following surgery, the patient was diagnosed with staph epidermidis endocarditis and required six weeks of antibiotic therapy post-operatively.